Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips were not forming properly, so they opened another er320 which had the same result. A third (3) device was opened and the case was completed. There was no consequence to the pt.